Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implantation procedure the patient¿s oxygen saturation levels dropped. As result the patient was flipped, and the airway was established resolving the issue. The implanted lead became contaminated and was removed and another implanted.